Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx fully covered stent and delivery system were returned for analysis. Visual examination of the returned device found the clear outer sheath at the guidewire access sheath (gas) section was kinked. The inner shaft at the gas section was detached. Functional evaluation revealed that it was not possible to deploy the stent due to the damaged noted at the gas section; however, the stent was deployed by manually gripping the outer sheath and pulling the tip distally. No other issues were noted to the stent and delivery system. The damages noted to the returned device are consistent with the application of excessive force during use due to resistance encountered during attempted deployment. The investigation concluded that the reported event was likely due procedural factors such as handling of the device, the techniques used by the user, and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity contributing to the failure experienced by the customer. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used in the duodenum and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the inner shaft/ sheath was detached/separated.